Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box and history revealed no related issues. The total daily dose history matched the programmed basal rates. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be delivering within specification. No damage or defect was found to motor related components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient¿s blood glucose (bg) was between 250-499 mg/dl blurred vision, polydypsia, and polyuria. It was reported the pump was emitting an unusual clicking motor noise. The patient remained on the pump following the bg excursion. This complaint is being reported due to the alleged serious injury and associated pump malfunction.